Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary cabinet would not power on. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-feb-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the found device with no power. A field service engineer (fse) had performed troubleshooting, which led to replacing the power supply and reseating all bus connections. The fse had run the hardware test application (hta), and the customer had inventoried medications to ensure proper functioning. The issue was resolved. The system functioned as intended after the field service engineer repaired the device.